Manufacturer narrative:
During the eval of the device at the third party service center, a failure of the device to power on was observed. The device's system board and power supply were replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.